Manufacturer narrative:
The analyzer's serial number is (B)(6) . The field service representative found that the reagent flow path was dirty. He performed a reagent flow path wash and replaced the ise (ion-selective electrode) assembly. He performed checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable ise sodium electrode results for 15 patient samples on a cobas pro ise analytical unit. Examples for two patient samples were provided. Patient 1: the initial na result was 150 mmol/l, and the repeated result was 139 mmol/l. Patient 2: the initial na result was 151 mmol/l, and the repeated result was 142 mmol/l. The samples were repeated because the physician questioned the initial results. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed a "sample probe: abnormal aspiration" alarm. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.